Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was performed. Signs of clinical use and evidence of blood were observed. The locking lever was at the mount jaw in the locked position. No visual defects were observed. The device was evaluated for its mechanical function. The locking lever was pulled away from the mount to unlock the mount jaw and then was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The stabilizer successfully locked itself on the blades without any failure. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm was secured in position when the knob was turned clockwise. The knob did not fail to tighten the arm. Based on the returned condition of the device and the evaluation results, the reported complaint "mechanical issue" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer arm was not fixed stably. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer arm was not fixed stably. A replacement device was used to complete the procedure. The hospital did not report any patient effects.